Event description:
This complaint was identified during our retrospective review on complaints from our facility in (B)(6). This is related to ((B)(4)). Complaint received as follows: "non-deflation was noted in use. Shortening the catheter shaft could not remove the foley catheter. The president of the hospital used the stylet to have the balloon ruptured as to remove the foley. No harm or injury to pt. Balloon was ruptured by the piece of the stylet."

Manufacturer narrative:
The event is deemed serious as it required medical / surgical intervention prevent permanent alteration/damage to bodily function. From a clinical perspective, a causal relationship between the catheter and this event is deemed related because the balloon could not be deflated in order to safety remove it from the bladder and a physician had to rupture the balloon using a stylet. Reported to FDA on (B)(4) 2013.